Manufacturer narrative:
Section evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection found that the instrument was engaged with the subject reload. The firing knobs were slightly advanced and the articulation lever was in neutral position. During functional testing the firing knobs were fully retracted and the reload jaws opened. The reload was unloaded from the instrument. Further functional testing of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during a thoraco/lobectomy. The surgeon fired the device on interlobar tissue with no problem, but could not pull back the black return knobs to open the jaws. The surgeon pulled the stapled tissue laterally and released it from the jaws. To complete the procedure, another device was used. The surgeon reported that the tissue was not thick. No patient injury or extension in surgical time. Patient status is no problem.